Event description:
Manufacturer's agent called inform system user facility to follow up on fax containing the following inform/laboratory neonate patient blood glucose results from a correlation study. Each set of results is for a different neonate. All results are mg/dl: (B)(6) 2011 at 8:26 pm, using this meter, the first heelstick sample result was 48. At 8:39 pm, using this meter, the microtainer sample result was 59. The microtainer sample was then tested on the analyzer, result was 43. (B)(6) 2011 at 12:10 pm, using this meter, the first heelstick sample result was 63. At 12:17 pm, using this meter, the microtainer sample result was 60. The microtainer sample was then tested on the analyzer, result was 44. (B)(6) 2011 at 3:37pm, using this meter, the microtainer sample result was 73. The microtainer sample was then tested on the analyzer, result was 52. At 9:27pm, using this meter, the microtainer sample result was 74. The microtainer sample was then tested on the analyzer, result was 58. (B)(6) 2011 at 12:43am, using this meter, the microtainer sample result was 59. The microtainer sample was then tested on the analyzer, result was 44. At 2:07pm, using this meter, the first heelstick sample result was 56. The microtainer sample was then tested on the analyzer, result was 41. (B)(6) 2011 at 12:50am, using this meter, the first heelstick sample result was 56. At 12:57am, using this meter, the microtainer sample result was 54. The microtainer sample was then tested on the analyzer, result was 37. (B)(6) 2011 at 5:33am, using this meter, the first heelstick sample result was 49. At 5:36am, using this meter, the microtainer sample result was 51. The microtainer sample was then tested on the analyzer, result was 35. (B)(6) 2011 at 12:30am, using this meter, the first heelstick sample result was 42. The microtainer sample was then tested on the analyzer, result was 33. (B)(6) 2011 at 9:01am, using this meter, the first heelstick sample result was 72. At 9:10am, using this meter, the microtainer sample result was 70. The microtainer sample was then tested on the analyzer, result was 56. No patient information is available, and will not be obtainable. No adverse event reported. A request was made for the return of the meter and strips.